Manufacturer narrative:
(B)(4). Date of initial report: 03/03/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported the needle was connected to the generator and the ice water flowed however a low temperature was indicated and did not change. The needle was replaced to complete the case. There was no patient harm.